Event description:
It was reported that their black connector on their control module is pushed in and the black o-ring has broken off. There was no pt consequence reported. Case was completed using the control module.

Manufacturer narrative:
H3 evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.